Event description:
It was reported that an IV bag of an unspecified medication was scanned on 8/13 at 2323, and programmed to infuse at a rate of 20.8ml/hr. For the duration of 24/hr. The rate of infusion was validated with another nurse at the beginning of the shift. Upon completion of the infusion, when a new bag was requested from pharmacy, the nurse was informed that the infusion duration should have been 24 hours, however this infusion completed in less than 12 hours. The pump was removed from service. There was no patient harm.

Manufacturer narrative:
The report of an overinfusion was confirmed in the pcu event log and was identified as due to user programming. The pcu event log shows the device ran at a rate of 250ml/hr for approximately 1 hour and 14 minutes instead of the intended 20.8ml/hr. Functional testing performed found the pump module to be delivering fluid outside of specification with a percent error of 6.93%, however this error would not be enough to empty a 500ml bag at 20.8ml/hr. This is an incidental finding since the pcu event log shows the true cause for the overinfusion was due to user programming. After the device was calibrated (vpmr changed from 160.5 to 172.1), the device was found to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2426-0500) and there were no leaks observed from the set. The source disposable set was evaluated for concentricity and was found to be within specification. The root cause was identified as due to user programming.

Manufacturer narrative:
Added patient codes and device codes. Concomitant medical products: curos cap; 500ml baxter bag, lot: y307884, exp: aug20, 0.9% sodium chloride injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an unspecified infusion was initiated at a rate of 20.8 ml/hr. For 24/hr on (B)(6) at 2323 per day shift rn. When the nurse asked the pharmacy for a new bag, they informed her that the IV infused within 12 hours instead of 24 hours. The pump rate was confirmed when the day shift nurse assumed care of the patient that morning, it was infusing at 20.8ml/hr as ordered. There was no harm.